Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned product showed the lens was cut in half and both the optic and a haptic was torn. There was evidence of a clear surgical residue. (B)(4).

Event description:
The customer reported that the aa4203tl silicone single piece lens was not loaded properly and consequently, the trailing haptic got caught and tore as the surgeon inserted the lens. The lens was cut and removed from the eye without any patient incident.